Event description:
One pt with discrepant potassium results. Initial result gave 2.6 mmol/l; repeat gave 3.6 mmol/l. Erroneous result was not reported. The field service rep determined the cause to be the pinch valve and replaced pinch valve. Performance tests were performed and within specification.